Manufacturer narrative:
The proximal windings have separated and slipped distal on the catheter tip, beyond the inflation holes, trapping fluid inside the balloon with no place to vent, allowing the balloon to deflate.

Event description:
Balloon could not be deflated and the catheter moved out of its position during use.